Event description:
During the device repair at philips, a philips repair tech found that the device would not power up on battery power. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).